Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2022 and (B)(6) 2022. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The manufacturing records review showed that the units were released within specification. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to refractive surprise. There was no incision enlargement, vitrectomy or sutures done. The explanted iol was replaced with diu225 22.5d power size iol. No other information was provided.

Manufacturer narrative:
Upon further review, it was determined that since the device is not being alleged to be the root cause of the unexpected post-op refraction and clinically it is not suspected to be the cause triggering the patient refractive outcome (monofocal lens does not treat astigmatism), this event is now determined to be not reportable. Therefore, there will no longer be any further reporting under MFR report number 3012236936-2022-02727. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.